Event description:
Rptr was injured by the machine. The tech used undue force on pt's right breast. Pt's right arm was twisted. It became sore and hurt after the mammogram. It is still sore that night pt experienced pain in their arm. Pt was told that the mammogram machine was an older model, around ten years old. Pt was diagnosed with a cyst which apparently could have been caused by trauma. A mammogram in the year 2000 was clear. Pt has been doing self breast exams that have been normal. After mammogram pt felt a bump at the surface of their breast. Pt believes this is from the trauma. Also the breast plates on the mammogram machine were not changed from the pt before. That pt had small breasts while pt's breasts are large. Dr wanted to do an excisional biopsy and rptr believes they were trying to cover up the injury by doing this.